Event description:
It was reported that while impacting the implant, the tip fractured of the instrument. This happened after the implant was implanted and no foreign body was retained by the patient. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown at this time. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional/corrected information. Visual examination of the provided pictures identified the product part and lot only. However, as the product was not returned further analysis could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.